Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Using worldwide field data through abbottlink, a review showed that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming there was no systemic issue. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for the alinity I stat high sensitive troponin-I, lot number 40503ud00, was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I results for one patient. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2022, was 284.3 pg/ml, which was reported out to the medical provider. The troponin result was questioned by the medical provided since the patient¿s ck result was elevated, ck-mb was inconspicuous, ECG was inconspicuous, and rapid troponin test result was negative. The sample was repeated, and the result was <5.1 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available. Phone complete entry = (B)(6). This report is being filed on an international product, list number 08p13-24, that has a similar product distributed in the us, list number 04z21.